Event description:
A remstar device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of foam particles inside the blower kit and blower foam degradation was also noted. Additionally, the device had dust contamination, destroyed/cut power connector, destroyed serial number model label, pin1 and pin2 were destroyed from the humidifier connector. Furthermore, found the device would not turn on. The device was scrapped by the service center after the evaluation was completed.